Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose level was 167 mg/dl. The original cartridge was reloaded and the insulin gauge became accurate. Additionally, it was reported that the customer experienced "battery issues." The customer declined assistance from tandem customer technical support regarding the issue.